Manufacturer narrative:
Concomitant medical products: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2007, product type: catheter. (B)(4).

Event description:
Information was received from an healthcare provider (hcp), via a company representative, regarding a patient who was receiving bupivacaine (30 mg/ml) at 8.991 mg/day and morphine (15 mg/ml) at 4.496 mg/day via an implantable pump in simple continuous infusion mode; lot numbers and dates of therapy were not provided. Indications for use included non-malignant pain and other chronic/intractable pain (trunk/limbs). Medical history and concomitant medications were not reported. Starting on (B)(6) 2015, 14 motor stalls with recoveries were observed in the pump logs. On (B)(6) 2015 at 06:19, the last motor stall did not recover; it was unknown if any magnetic resonance imaging (MRI) was done recently. On (B)(6) 2015 at 06:19, the pump logs revealed that the stopped pump period may exceed tube set. On (B)(6) 2015 at 04:38, the pump logs revealed that the elective replacement indicator (eri) had occurred. No patient symptoms were reported. Additional information regarding troubleshooting, actions/interventions, causality, and resolution of the motor stalls has been requested. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4).